Event description:
The surgeon was inserting a 20.5 diopter three piece silicone lens model aq2003v into pt's eye and noticed the trailing haptic was getting bent in the cartridge. The surgeon decided to not use this lens. Pt contact but no pt injury.